Event description:
It was reported that the articular surface provisional fractured during knee arthroplasty when the surgeon was trialing. A new provisional was used to complete the procedure with no further complications. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The returned provisional exhibited signs of repeated use and was fractured on the medial side of the post. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field previously to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The returned provisional exhibited signs of repeated use and was fractured on the medial side of the post. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field previously to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface provisional fractured during knee arthroplasty when the surgeon was trialing. A new provisional was used to complete the procedure with no further complications. No adverse events were reported as a result of this malfunction.